Manufacturer narrative:
Philips received a complaint on the tempus pro indicating that the device turned itself off, rebooted and then reported a fault with the battery. The complaint was escalated for technical investigation and the results indicate that the engineer did not replicate the fault. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the tempus pro indicating that the device turned itself off, rebooted and then reported a fault with the battery. The complaint was escalated for technical investigation and the results indicate that the engineer did not replicate the fault. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.